Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 49 mg/dl, 83 mg/dl, 354 mg/dl and 286 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment rec'd. A request was made for the return of the affected product.